Event description:
It was reported the patient had experienced a prick/tingling sensation ¿around¿ and ¿in the area¿ of the implantable neurostimulator (ins). Upon diagnosis from a physician it was noted there was the ¿possibility of current leakage from the ins was suspected¿ and so the patient¿s complete system was explanted. There were reportedly ¿no¿ health hazards to the patient as a result of the event. Additional information regarding the patient¿s outcome following the system explant has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3887-33, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. (B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found "there was a punchout hole in the #3 setscrew grommet. It was unclear if this contributed to the reported event since as this ins was received, the #3 electrode was not active. Analysis of the lead with serial number (B)(4) found ¿all four conductors were broken 18.3 cm from the distal end of the lead.¿ analysis of the lead with serial number (B)(4) found ¿four conductors were broken 20.5 cm from the distal end, two conductors were broken 20.8 cm from the distal end, and two conductors were broken 21.2 cm from the distal end of the lead.¿